Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lightsource exhibited b30 error (no communication with the endoscope). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5, e4 and g2 (health professional does not apply to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) was due to a communication error with the scope caused by the corrosion of the output connector. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to a unspecified procedure.